Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that, during a transurethral resection in saline (turis) procedure, sparks were observed from the a cord connected to the generator, and the cord subsequently broke. The procedure was completed using a spare device. Further investigation revealed that the l-shaped connector of the a cord was burned at the root portion. No recurrence was reported with other a cords of the same type. There were no reports of patient injury, user injury, or other adverse health consequences associated with this event.